Manufacturer narrative:
Device passed self-test and displacement test. No unexpected e52/a52 alarm or restart/reboot anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm and unable to complete pump rewind. The customer¿s blood glucose level was 267 mg/dl at the time of the incident. The customer stated that they were able to clear the alarm. The customer was assisted with troubleshooting. Insulin pump was restarted and again alarm was occurred, there was no option for clearing it. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.